Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. It was reported that starting a week prior to the report, the therapy was turning off by itself. The patient had recently gotten a new patient controller and was claiming that the new patient controller was turning the implantable neurostimulator off. It was clarified that what was actually happening was that the implantable neurostimulator was changing stimulation or cutting off automatically. In specific instances, when he went from the standing to sitting position, the implantable neurostimulator went from his normal 5.0 milliamps to 0 milliamps. The manufacturer representative indicated that the patient¿s implantable neurostimulator is oriented, but adaptivestim was not activated at the programming session. The manufacturer representative thought that the patient may have turned the adaptivestim on using the patient controller. This change in stimulation has been causing him to be in a lot of pain. The manufacturer representative also mentioned that in this time, the patient had been lifting something and tweaked the system. The manufacturer representative met with the patient at an appointment with his health care provider on (B)(6) 2018. At this appointment, the patient¿s implant was not recognizing his upright and mobile settings. The setting was not changing to a lower level of stimulation for the patient when moving. The manufacturer representative made the device more sensitive to movement and had the patient walk around the office outside of the small space. The adaptivestim was then working for the mobile and upright positions. There were no further complications reported or anticipated. Additional information was reported that the patient did have their adaptive stimulation (as) turned on without knowing, and the amplitudes were set to 0.0. The patient is active lifting and moving heavy items (a/c units, couches, etc). Against the md's advice the patient was moving these again in two weeks rather than 10 weeks post-op. No further information was reported.